Manufacturer narrative:
Initial.

Event description:
It was reported that during initial training the customer¿s dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet; the pairing code was re-entered and the user was advised to allow time for pairing process. No adverse clinical symptoms reported. Symptoms included the absence of cgm readings on the ilet. Outcomes included delayed availability of glucose data and the need for user follow-up if data did not appear. User support included remote troubleshooting and education, confirmation that the pump displayed a pairing status, and instructions to contact support if readings did not populate within the advised timeframe. Investigation of this case revealed a pairing failure between the cgm and the ilet without identification of a specific responsible device component, consistent with known intermittent connectivity or initialization issues during cgm onboarding. It was concluded, based on previously established findings for similar reports, that the cause was a transient bluetooth interruption due to the absence of an identifiable device malfunction.